Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no freezing screen on the device. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that their screen is freezing every day and the buttons are getting stuck. Troubleshooting for keypad anomaly was performed. Customer advised the up and down arrow buttons are stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.